Manufacturer narrative:
Philips has investigated this complaint. A philips engineer inspected the system onsite and identified an issue with the host pc. The os disks of the host pc caused the system to not boot up. The fse replaced disks. After replacement of disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system did not start up. The system was not in clinical use. No harm has been reported. A philips engineer inspected the system onsite and identified an issue with the host pc. The os disks of the host pc caused the system to not boot up. The disks have been replaced and the system has been returned to use in good working order.